Event description:
The customer complained repeated false positive reactions (2+) with the cell 2 of biotestcell 1 and 2, lot 8119011. The following antibody differentiation with bio-rad panel or ortho clinical diagnostics panel was always negative. The customer works with edta plasma, gel card sys from ortho and a diluted cell suspension of 0.8%. Despite several inquiries, the customer could not provide a date of event. We received neither an affected sample nor the complained lot of biotestcell 1 and 2. Therefore, the retention sample of biotestcell 1 and 2 was tested with 12 edta plasma of blood donors without known antibodies. Because the ortho gel card sys was not available for our testing the qc performed their re-testing on the bio-rad gel card sys. Testing of the qc lab confirmed the correct function of the complained biotestcell 1 and 2 lot. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot. We had no further complaints related to the affected lot of biotestcell 1 and 2.